Event description:
Cervical MRI. During fast spin echo sequence the pt felt burning in the right elbow. Exam was stopped pads were placed between bore and pt. Exam was completed. On exam right arm red and warm, and during the conversation with md redness deepened.